Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an integrilin 200mg/100ml infusion was ordered to run at 2mcg/kg/ min, but instead was programmed for a concentration of 75mg/100ml. This resulted in the patient receiving a rate of 18.1ml/hr instead of the intended rate of 6.78ml/hr. The infusion was started at 0900 on (B)(6) 2015 and was noted to be running at the incorrect dosage/rate a day later. The patient was observed to have slight bleeding from her gums when brushing her teeth, and otherwise has recovered with no lasting effects.

Manufacturer narrative:
The customer's experience of an overinfusion was confirmed from the pcu event log review and was identified as a programming issue. The pcu event log shows that the data set entitled (B)(4) was still active on the event pump at the time the infusion was programmed. The profile in use was med-surg. At 8:55 am on (B)(6) 2015, the pump was programmed to deliver eptifibatide "standard dose" 75mg in 100ml. All entries in the medsurg profile are 75mg/100ml (750mcg/ml). The infusion was started at 2mcg/kg/min with a patient weight of 113.1kg for a rate of 18.1ml/hr. The infusion continued until 7:08 am on (B)(4). At 7:51 am the system was powered off. It was powered on again at 7:54 and same patient and profile were selected but no infusion was started. At 7:57 it was power cycled and new patient was selected causing a new data set to become active. The profile was changed to "critical care" and eptifibatide 200mg/100ml was selected; however no infusion was started.

Manufacturer narrative:
.